Event description:
It was reported that during preventative maintenance it was observed that the attachment device had ¿heat¿ and ¿bearings going up.¿ the device was not used in surgery. The reporter stated that there was no patient involvement. Therefore, there were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.